Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 7.5 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 18 september 2017. Lot 082253: (B)(4) items manufactured and released on 23 september 2008. Expiration date: 2013-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 083350 (k072857) (B)(4) items manufactured and released on 23 february 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell cc light ø 50, code 01.26.50mbtl, lot. 083394 (not marketed in us) (B)(4) items manufactured and released on 18 december 2008. Expiration date: 2013-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Versafitcup flat pe liner ø 28 / c, code (B)(4), lot. 081408 (k103352) (B)(4) items manufactured and released on 28 july 2008. Expiration date: 2013-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision performed due to low grade infection.